Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer went swimming and reported that around 6:00 pm the pod started to detach from the cannula side and that his blood glucose levels rose to over 500 mg/dl.